Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. The evaluation confirmed that gas delivery accuracy, monitoring performance, and all other functional checks were within specification. A review of the device's log file verified the reported dose fluctuations. The recorded data showed nitric oxide concentrations ranging from 14 to 27 ppm on a target dose of 20ppm over a one-hour period. Dose variability when using the device in conjunction with the hfov 3100a ventilator at a frequency of 10 hz is a previously documented issue. According to the hospital's report, the dose fluctuations began after the ventilator frequency was reduced from 12 hz to 10 hz, which is consistent with this known behavior. This interaction is described in the device's technical guide, including warnings and troubleshooting recommendations for operation with hfov at 10 hz (page 10-15). Based on the results of the evaluation and review of available information, the investigation concluded that the device was functioning within specification and that the observed dose fluctuations were attributable to use conditions inconsistent with the instructions for use. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits. The distributor's u.s. Clinical education team has contacted the customer to provide additional training on the safe and appropriate use of the noxboxi system with the hfov 3100a.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the monitored dose fluctuated approximately +/-5-7ppm from the 20ppm target dose. According to the report, the patient was being ventilated with a high-frequency oscillatory ventilator (hfov), and the ino dose was initially stable. After the ventilator frequency (hz) was adjusted from 12 to 10, the monitored no concentration began varying between 14 ppm and 27 ppm. The device was subsequently exchanged for a backup unit. No adverse effects to the patient were reported. Ventilator mode and settings: hfov 3100a amp 33, map 20, hz 10, 80%.